Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during a photo refractive keratectomy (prk) procedure of an unknown eye, the laser system stopped. The reporter indicated they were unable to complete the procedure due to treatment information was not available in logfile. The surgeon decided to have the patient return in three months for another procedure. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional information; however, at this time no additional information has been received. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. During a onsite visit the fse (field service engineer) replaced the computer. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information; however, at this time no additional information has been received.